Event description:
Meter was reading inaccurately high. The pt was comparing their meter to another meter within 10 minutes, which is an invalid comparison. The pt's meter read 162 mg/dl, the other meter read 127 mg/dl. No symptoms were reported at the time of testing. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and cleaning the puncture site were done correctly. The pt performed two controls solution tests, both failed. Based on the provided, there is evidence of a meter malfunction; the meter failed the two control solution tests. There is no evidence that the pt suffered a serious injury. Meter, controls solution, and test strips are being replaced for the pt.